Manufacturer narrative:
Evaluation summary: no sample was returned because there was no harm caused by this problem, and the glaucoma filtration device (gfd) has remained in the eye. Because of that, the condition of the product could not be verified and visual inspection cannot be performed; the root cause cannot be determined. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the release criteria. There has been one other similar complaint reported for the same lot number. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that four days following a glaucoma filtration device (gfd) procedure in the left eye, the gfd was observed to be touching the iris. There was no patient harm and the gfd has remained in the eye. Additional information has been requested but not received to date.